Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The pt attorney did not allege a specific device failure or pt injury and medical records have not been provided. Without a lot numbers a review of the MFR records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If additional event and/or eval info is obtained, a follow up MDR will be submitted. See MDR 1213643-2014-00105 for info related to the second bard flat mesh implanted on (B)(6) 2003.

Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2003 - the pt was implanted with two bard "marlex" mesh during modified burch retropubic colpourethrocystopexy. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.